Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated stent, one limb stent, and a vela suprarenal stent. During a recent scan, the physician noted an endoleak type ib from the iliac limb. Patient is currently being monitored and will be brought back in for an update scan. Patient is currently doing well and there has been no additional patient sequelae reported at this time.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary endovascular procedure and endoleak type ib of the left common iliac artery. Clinical evaluation was unable to confirm that the patient is doing great as reported. The most likely cause of the distal loss of seal could not be determined due to the lack of medical information surrounding the pre-implant and implant procedure. It was suspected that the tortuous iliac anatomy contributed to this event. Procedure related harms included left access site complication which required a surgical intervention. The final patient disposition could not be ascertained due to lack of medical information surrounding the discharge process. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Subsequent to the initial report, additional information was received that the secondary procedure was performed on (B)(6) 2018. Two ovation ix limb extenders were placed. At the time of the procedure, the patient was reported to be doing great.